Event description:
It was reported that the device was found in a hardware bvvi reset mode without defib therapy. The patient received multiple shocks, however, was unable to interrogate the episodes. It is suspected that a lead anomaly was the cause. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.